Event description:
A patient underwent a therapeutic placement of a stent to treat a tracheobronchial stricture. During the procedure, the doctor noted that the stent had partially deployed without activating the release suture. The doctor was unable to place the stent in the appropriate position. He withdraw the stent and successfully placed another of the same device type. There was no report of death, serious injury or mistreatment associated with this event. The device was returned for investigation.